Manufacturer narrative:
Clinical factors that may have contributed are multifactorial and may be attributed to the patient's recent infection which is of unknown origin, medical treatment, progression of disease, and patient comorbidities. There are patient and pharmacological factors that may have contributed to this event. Those with compromised immune systems are susceptible to infections. There are no allegation of a device malfunction or issues related to the device. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that the patient had positive blood cultures, that were bacterial in nature on (B)(6) 2017. Patient was stated to received drug therapy intervention by intravenous route. Patient was stated to have been admitted on (B)(6) 2017 with a diagnosis of major infection and no further interventions were done while hospitalized. Patient was stated to have been discharged on (B)(6) 2017. No additional information available.